Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that tubing clamped and will not allow fluid to flow freely when the clamp is opened. In multiple instances, the anesthesia group needed to open the clamp so that fluid will flow freely. Patients were not getting the medication required for induction or emergency because of the delay.